Manufacturer narrative:
B6. Relevant tests/laboratory data, including dates , corrected data - the initial MDR inadvertently omitted the data now listed in b6. H2..if follow-up, what type, correction, supplemental MDR 1 inadvertently did not indicate it was a "additional infomraiton" report h3. 3. Device evaluated by MFR? , correction: supplemental MDR 1 inadvertently did not indicate that the analysis had not been completed due to code -02 - device still undergoing analysis.

Event description:
The explanted generator was received. Analysis has not been completed on the product to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the generator. At the pa bench, the pulse generator would not interrogate. Therefore, the diagnostic vbat calculation, system diagnostic test, and final electrical test could not be performed. With the pulse generator case removed and the battery still attached to the pulse generator pcba, the battery measured 1.874 volts, confirming an end of service = yes condition. A visual assessment on the pulse generator pcba showed no visual anomalies. The pulse generator pcba was subjected to a comprehensive automated electrical evaluation and showed that the pulse generator pcba did not performed according to functional specifications. The pulse generator pcba was connected to a power supply and set to 3 volts, standby current was approximately 350ua and would not communicate. The power to the pulse generator pcba was cycled several times over a couple of weeks, but the standby current remained at approximately 350ua. The generator had a high supply current that was attributable to the microcontroller (a1) and would operate correctly for a time (communicated, pulsed, diagnostics) then would stop operating. When it stopped operating it would fail to communicate. Additional testing performed - determined that root cause was a failure within a1 causing erroneous timing of pulse current waveform, eventually leading to a watchdog timeout. Suspected failure of timerb0 within a1. The m1000 firmware configures the msp430fr5989 microcontroller's watchdog timer to reset the device if the watchdog is not serviced within a 16 second interval, which is most likely the cause of the observation. This would indicate that firmware could be halted or could be running unintended code as through normal code paths the watchdog will be serviced on every wake cycle out of lpm (at least once per second). The anomaly does not appear to be due to any firmware corruption as firmware integrity was verified against the firmware originally loaded in production. Several historical investigations have looked at causes of microcontroller resets or lock-ups resulting in loss of communication and/or stimulation, but the particular signature observed on this device regarding timing anomalies during stimulation appears new. Vendor analysis is being requested to further refine root cause for the observed microcontroller failure. The vendor analysis has not been completed to date.

Event description:
Product analysis was updated due to the completion of vendor analysis. Texas instruments was not able to verify the customer complaint due to inability to get the test setup working. Return history review showed no evidence of a larger systemic issue with this lot. No other relevant information has been received to date.

Event description:
It was reported that a generator implanted 2.5 years prior could not be interrogated . The doctor. Tried 2 different systems, different patient positions, a different room to rule out emi, and the issue persisted. The doctor could feel the device in the patient¿s chest area and made sure wand was directly over the device. The patient informed that dr. That since four days prior she no longer felt stimulation. The magnet was swiped, and no stimulation was felt. The doctor. Asked the patient if she had fallen and was told no. A company representative attempted to interrogate the generator on a separate date and was unsuccessful. The patient lifted arm and lay down and they ensured the wand was against the generator and it was unsuccessful. She said x-rays were performed and there were no issues noted. No specific error codes were noted outside of the generator not being found. The internal data of the generator and communication logs were reviewed and no anomalies were identified to explain. A generator reset did not resolve the issue. The patient was not moving around a lot and the generator was palpable. The manufacturer' s device history records of the generator were reviewed. The generator passed final functional and quality specifications prior to release. The generator was replaced as a result of the failure to interrogate. The explanted generator has not been received to date. No further relevant information has been received to date.